Manufacturer narrative:
The insulin pump alarmed prime during prime test due to force sensor damage by moisture. The traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 23.6 mmol/l at the time of the call. The customer stated that there insulin pump was dropped into the toilet and the screen no longer works. The customer would like their replacement insulin pump to be delivered to the hospital rather than their house because they will not be home.